Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-02364/02366).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, and metallosis. A review of the invoice history confirmed the surgery dates and which components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-02364/-02365/-02366/-05484).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, and metallosis. A review of the invoice history confirmed the surgery dates and which components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2010 left hip revision operative report noted the revision was due to pain from the angle of the stem. Operative report further noted the presence fibrous tissue and scar tissue and there were no scratches present on the head. Only the stem was removed and replaced. Operative report for the (B)(6) 2013 revision noted the revision was due to pain and further noted the presence of blood-tinged fluid, a trochanteric bursa and fracture of the posterior and anterior wall. The modular head, acetabular cup and taper adapter were removed and replaced with a competitor's acetabular components and a biomet head.